Manufacturer narrative:
The returned device was evaluated. The device was able to power on; however, it powered off within a few seconds and a 10-beep alarm occurred continuously. With this condition, the unit was unable to engage in monitoring due to a defective component on the system board. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device turned off suddenly after it was turned on. No patient involvement.